Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the plastic tip on the introducer has been sheared off. The patient has been completed and is returning in a week for a mammogram for marker / plastic pc identification.